Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited loss of capture. Chest x-ray revealed that the lead was not dislodged. The lead was explanted and replaced. The patient was stable and fine.